Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, in addition to working out, the customer's personal profile settings were being adjusted to meet the customer's insulin therapy needs. Candy was consumed to treat bg.